Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device fired and cut but did not lay a formed staple line. The surgeon had to convert the procedure from a laparoscopic to open. This resulted to extended incision of more than 1 inch.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 1cm cut line. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation and was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of knife damage that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.